Event description:
Upon placing a pt back on a hamilton galileo ventilator, the therapist noticed a burning odor. The cable to the fisher paykel heated humidification system was charred and melted. The cable was immediately changed out.